Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that the fresenius 2008k2 hemodialysis machine would not power on. Upon repair it was noted that the power switch was damaged and the fuses were melted. The biomedical technician replaced the damaged switch and fuses to resolve the issue. The machine passed functional tests with satisfactory results, and disinfected. The machine has been returned to service at the user facility without further issues. There is no sample available to be returned to the manufacturing plant to for physical evaluation.

Event description:
"."

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.